Manufacturer narrative:
(B)(4). Date sent; 4/26/2023. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device with a blue reload loaded, the anvil, closing and firing trigger are in opened position and 2 blue reloads can be seen near of the device, the reload appears to be fully fired. Based on the photo reviewed, the event described cannot be confirmed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sc60a device was returned with no apparent damage and with one ecr60b reload loaded in the device. The reload was received fully fired. In addition, two ecr60b reloads (b & c) were received fully fired without any damage to the cartridges. Also, no packages were received. During the visual inspection, some residual staples were found on the knife component. When the device was conducted to open and close the jaw in the returned condition, the jaw could be closed but it was difficult to be opened. The device was cleaned and the jaw could be opened and closed as intended. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to difficult to close: close the jaws of the instrument by squeezing the closing trigger (light gray and labeled with a number ¿1¿) until it locks in place. An audible click indicates that the closing trigger is locked. To difficult to open: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Reload b: ecr60b, 272a25, fully fired. Reload c: ecr60b, 620a38, fully fired.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Additional information was requested and the following was obtained. Was it ensured that the firing trigger was completely open prior to attempting to press the knife reverse switch? It is believed that the switch was pressed while the jaws were not open. Please confirm that each grasp of the firing trigger was completed plastic to plastic? The surgeon responded that he did not know if it was completed. When the surgeon attempted to open the device, did he or she first depress the closing trigger while pressing the opening button? The surgeon responded that he pressed the release button but it did not move and there was no feedback when he pressed it. How was the device eventually able to be opened? The surgeon said that he was able to open the jaws after switching from the first surgeon to another surgeon, but the details are unclear.

Event description:
It was reported that during a laparoscopic right hemicolectomy, there was a difficulty in opening and closing the jaw after 2nd firing. Knife reverse switch was used to open the jaws. The jaws became not to open at 4th stroke of 3rd firing. Knife reverse switch could not be pressed. It is unknown if the knife ran to the tip. The indicator showed 0. The target tissue on the half side from the middle to the root of the jaw could be moved, but the other half could not be moved. Knife reverse switch was pressed, and the firing trigger was grasped, but the jaws did not move. The surgeon grasped the closing lever and handle, but the jaws did not open. Another male staff attempted to open the jaws, and it opened. It took 30 minutes to open. When the jaws opened, the root of the anastomosis site bled and 4-0pds was used to continuous suture to reinforce. The bleeding amount is unknown. Linear cutter was used to close to complete reconstruction. Additional suture was performed to complete the case. The operation was prolonged for 45 minutes. When the 3rd cartridge was checked after the operation, the sled was moved so the knife seems to be ran to the tip. The cartridge color was blue. The cartridges was ecr60b , and the batch number were 294a14, 647a57, 932a04. It is unknown which ones were used in sequence starting with the first firing. The device was used on the ileum. The patient is 75 years old, female. The height is 150cm, weight 50kg. She is stable, and still hospitalized. There is a possibility of stenosis and suture failure. No further information is available.

Manufacturer narrative:
(B)(4). Batch # x9660a. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the deployed staples were visually no problem at the 3rd firing, ·the trigger was stiff to open at the 1st-2nd firing, but didn't feel any different before the firing. ·the tissue didn't appear to be particularly swollen. The device was used on the colon. The patient has been discharged from the hospital on (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was it ensured that the firing trigger was completely open prior to attempting to press the knife reverse switch? Please confirm that each grasp of the firing trigger was completed plastic to plastic? When the surgeon attempted to open the device, did he or she first depress the closing trigger while pressing the opening button? How was the device eventually able to be opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.